Manufacturer narrative:
In a good faith effort (gfe) response from the customer on 14apr2025, it was stated that the patient information would not be provided. The field service engineer (fse) went to the customer site on 17apr2025 and replaced the ac power cord, which was found to have no output voltage, to resolve the issue. Following the part replacement, the fse successfully completed a performance verification test (pvt), which the device passed. After the pvt, the fse advised the customer to charge the backup battery, which was being charged at the time the fse completed service, overnight before returning the device to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device powered off unexpectedly. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the patient was swapped to another ventilator with no harm or impact to the patient. The customer stated that with alternating current (ac) power connected there were no light emitting diodes (leds) illuminated on the front panel and it would not power on. The rse told the customer that the issue could be with the ac power cord, power supply, or power management (pm) printed circuit board assembly (pcba). Onsite service at the customer site by a field service engineer (fse) was scheduled to evaluate the device and resolve the issue. This investigation is ongoing.